Manufacturer narrative:
Product event summary: proximal portion of df-1 leg received only. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a device changeout procedure the patients right ventricular (rv) lead was capped due to low impedance levels. A new low-voltage pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d154vrc, ICD; implant: (B)(6) 2006. (B)(4).